Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in system 1. (B)(4).

Event description:
Customer reportedly received the following results on 2 different nano system within 10 minutes: 1. 157 mg/dl (nano system 1) and 50 (nano system 2) 2. 173 mg/dl (nano system 1) and 70 mg/dl (nano system 2) sets of readings were taken at different times. No adverse event reported. Requested return of alleged product and replacement was sent.